Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns physician's tablet device was usb port was damaged and missing the tab within the usb port. The suspect tablet device has not been returned to date.

Event description:
The suspect tablet device has been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis of the returned tablet has been completed and it was found that the usb port was damaged, however, the tablet was still able to interrogate, program, and run diagnostic tests. A piece of the port is missing and is believed to have been damaged as a result of mechanical stress.